Manufacturer narrative:
No cultures were taken to confirm type of infection present. Infection was reported to be present at the lead insertion site only, no other incisions or implant locations are reported to have become infected. The patient is a smoker, but it is unknown how much of a role this played in development of infection. There are no reports of any hygiene or wound care compliance issues. Source of the infection is unable to be conclusively determined with the information available.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The system was activated and the patient reported receiving adequate pain relief from the therapy being delivered. On (B)(6) 2025 the firm was notified that one of the implanted leads had become exposed through a dehisced portion of the incision at the lead insertion site. On (B)(6) 2025 a full system explant was performed and the physician noted presence of infection at the site based on visual assessment during the procedure. Physician noted that the presence of infection is likely the cause of the incision dehiscence.